Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5111867) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient has alleged of having lungs and windpipe were affected while using this device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received voluntary medwatch (mw5111867) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient has alleged of having lungs and windpipe were affected while using this device. Patient also alleged of having cough, sore throat and taking delsym and some prescribed drugs. Medical intervention was not specified. Upon further review, this report was incorrectly submitted. Please disregard this report. A new and separate report will be submitted for this device.

Manufacturer narrative:
The manufacturer previously reported received voluntary medwatch (mw5111867) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient has alleged of having lungs and windpipe were affected while using this device. Medical intervention was not specified. Patient also alleged of having cough, sore throat and taking delsym and some prescribed drugs. Clinical codes in section h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported received voluntary medwatch (mw5111867) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient has alleged of having lungs and windpipe were affected while using this device. Patient also alleged of having cough, sore throat and taking delsym and some prescribed drugs. The device was returned to third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was evaluated and no contamination was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was no visible foam degradation and the unit was scrapped. Section h6 updated in this report.